Manufacturer narrative:
(B)(6). Results: bd received 52 samples and 2 photos for investigation from customer facility. A total of 52 needles were visually inspected with 10x magnification. No foreign matter was found on examined needles and bd was unable to confirm customers' indicated failure mode. A photo of sample shows some type of contamination of foreign matter on needle. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5224551. Conclusion: unconfirmed complaint. An absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that before use, customer found some foreign matter on an 21 g x 1.25 in bd eclipse¿ blood collection needle. No serious injury, blood to mucous membrane exposure or medical intervention was reported.